Event description:
It was reported that after having difficulty loading screws on the back table, it was noted that something was wrong as the first screw was being implanted. The first screw was removed intraoperatively and it was noted its inner saddle component had disassembled. Another screw was implanted with no adverse consequences to the patient. The difficulty resulted in a delay of approximately fifteen minutes.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
As a result, today's date has been entered into the required fields. A concomitant and screw also experienced disassembly. However, this occurred on the back table and not during the insertion. That screw was not inserted. Examination of the returned screw confirmed inner saddle disassembly had occurred. Review of the device history record found no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no trends for issues of this nature. Furthermore, there were no complaints reported for the lot number amnfc3 suggesting that this is an isolated event. The root cause is undetermined. However, the noted damage suggests the polyaxial screw head underwent an unanticipated axial load, most likely during the assembly of a screw extension instrument which resulted in tension which resulted in saddle dislodgement. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.